Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary attune tka to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. The surgeon notes the surgery was complex due to the patient¿s morbid obesity with a bmi over 40. Patient received a left knee revision to treat pain, discomfort, walking difficulty, stiffness, reduced rom and flexion contracture. Upon entering the joint, moderate effusion was evacuated and synovitis debrided. The femoral component was malpositioned in slight flexion and revised with minimal bone loss. The tibial tray was loosened and debonded at the cement to implant interface and revised. There were two large tibial cystic regions debrided. There was backside wear on the revised tibial insert. Patella was retained. The patient was revised with a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a DHR review per comact-518673 found 1 unrelated non-conformance on this batch. Micro and sterility tests passed.